Event description:
It was reported to philips that the device was intermittently freezing and not booting after a restart. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue happened. The procedure was delayed for 10 minutes. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system and identified that device was not booting after a restart. Upon some functional test, fse detected a failure in the hard disk of the pc box. Fse replaced the hdd and reinstalled the ghost application. After the replacement of hard disk of the pc box and reloading the system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.